Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: causes such as damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the thunderbeat exhibited that the plastic cover detached. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited the probe tip broke off at 16.22 mm from its distal end. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected verbiage reported in b5 of previous emdr. In addition, the following fields were updated: e3, h4, h5, h6, h11. Based on the results of the investigation, a definitive root cause of the probe tip broke off at 16.22 mm from its distal end could not be determined.